Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned guide wire which identified the shaping ribbon and coils were separated. The reported peeling was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. Based on the returned analysis, it is likely that the guide wire was inadvertently twisted during advancement through the moderately calcified anatomy likely causing the guide wire to kink. Additional manipulation of the guide wire during advancement resulted in the shaping and coil separations and causing the appearance of the tip of the wire peeling away. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending artery (lad) with moderate calcification. A 190 cm balance middle weight (bmw) ii guide wire crossed the target lesion; however, the tip was peeling. The guide wire was removed and it was confirmed that there was nothing left in the patient. The procedure was successfully completed with an unspecified guide wire. No additional information was provided.